Event description:
It was reported that the nurse attempted to remove 10cc of water balloon holding the catheter in place and was unable to remove. Urologist stated to add 30 more cc of fluid to port and attempted to remove only 25cc from the port. Urologist at the bedside, the decision was made to cut the foley catheter to attempt to excrete the remaining fluid in the balloon but only a few drops came out. Urologist then instilled 30cc of aid unto foley, manipulated catheter, and was able to remove catheter without injury.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse attempted to remove 10cc of water balloon holding the catheter in place and was unable to remove. Urologist stated to add 30 more cc of fluid to port and attempted to remove only 25cc from the port. Urologist at the bedside, the decision was made to cut the foley catheter to attempt to excrete the remaining fluid in the balloon but only a few drops came out. Urologist then instilled 30cc of aid unto foley, manipulated catheter, and was able to remove catheter without injury.